Event description:
Patient underwent cataract surgery on 3/10/97 in the left eye, and implantation of a staar model as-4203vf intraocular lens was attempted by the surgeon. However, the dr stated that she felt that the lens ejected too quickly, tearing the capsule and a vitrectomy was necesary.